Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the end of the pinnacle cup impactor sheered off during cup impaction.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. All available photographs were reviewed, and evidence of broken pinn straight cup impactor was found. The broken part of the handle shows evidence of torsional loads being applied until fracture. However without the physical device to analyze, we can't confirm a root cause or reach a more detailed conclusion. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.